Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that after the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the physician had trouble with two different right ventricular (rv) leads. A revision procedure was performed which indicated that the proximal set screw was not engaged. A proper connection was made which resolved the issue. No adverse patient effects were reported. Additional information has been requested to obtain the second rv lead model/serial number; however, no further information is available. Additional information was received indicating the patient expired. There were no allegations against device functionality. The device was explanted and returned for analysis.